Event description:
The pt, under a new application of amiodarone, was in the hospital to undergo induction testing. The real time measurements appeared to be functioning normally. The vvi (ventricular pace, ventricular sense, inhibited) pacer showed loss of capture above 6.5v at 0.5 ms but showed capture at 4.0v at 0.5 ms. When ventricular tachycardia was induced, anti-tachycardia pacing was not successful with 6.5v at 0.5 ms. The output was then programmed to 4.0v at 0.5 ms and was again unsuccessful. However, stimuli were observed to be given to the pt. After this information was relayed to st. Jude medical technical services, it was recommended that the device be explanted. Based on the reported information, it was concluded that the switch to link the multipliers together in series or a multiplier itself may not be functioning properly within the device.